Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while charging the pump battery the pump became hot to touch. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using another pump for insulin therapy.